Event description:
New information received noted that additional instances of oversensing and intermittent capture were seen. Programming changes were successfully completed. Patient was stable following changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a scheduled follow up. Upon checking the pulse generator, it was noted that the right ventricular lead had a known anomaly of high capture threshold in bipolar settings. The lead also exhibited false episodes of high ventricular rate and noise reversion due to noise oversensing. The patient condition was stable and was discharged without incident. No intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received on (B)(6) 2021 stated that the right ventricular lead continued to exhibit elevated capture threshold. The lead developed intermittent capture in unipolar configuration at high pacing output. No intervention was performed at this time. There were no adverse consequences to the patient.